Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having frequent ipg charging. The physician believed it was due to the ipgs movement inside the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.